Manufacturer narrative:
Ref e-complaint-(B)(4). Report as per request from FDA medwatch program.

Event description:
" Shavings from the suture passer fell into the patient during the procedure." Reference e-complaint- (B)(6).